Event description:
It was reported that during a total colostomy and formation of ileostomy, on the first firing the device was fired across the rectum and the staples did not form on the tissue. Bowel contents spilled into the pelvis. Additional sutures completed the procedure. There was no patient consequence.